Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the pvl worsening is unknown, however, may be due to patient factors and/or mechanisms (cardiac remodeling) described above.

Event description:
As reported, approximately 6 years post tavr with a 26mm sapien valve in the aortic position, the patient was treated with a plug to treat pvl. The pvl was noted to be mild on post procedure report at the time of initial procedure, but has noted to become worsened over time. The team reported no central ai or noted endocarditis.